Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-15541. It was reported the patient experienced discomfort at the anchor sites. Surgical intervention was undertaken on (B)(6) 2014. The physician repositioned both anchors and intra-operative fluoroscopy images indicated the anchors were flatter to the facia. The patient's discomfort at the anchor site is resolving as he continues to heal from the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.